Event description:
At the end of an angiogram the surgeon went to use a 6fr angioseal closure device and it malfunctioned and did not deploy properly. The surgeon took an xray of the patient's groin to confirm no harm to patient and all pieces were accounted for.